Event description:
Practice notified a neuronetics representative that a patient was experiencing vertigo starting after their first treatment. Patient's vertigo would increase as the %smt was increased so they were unable to get him to his full "prescription" strength. The vertigo affected the patient's daily routine, work and mood. Vertigo completely resolved after discontinuing tms treatment, after the 12th treatment, and the patient's mood is completely fine.